Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in aortic position. During the procedure, there were multiple attempts to pre perclose and only one was successful. The patient¿s oxygen saturation was noted to be low on the monitor, but abg showed 100%. The physician decided to proceed with the procedure. The valve was successfully deployed. The patient blood pressure was noted to be low. CPR was initiated and epinephrine was given. The physician performed surgical cutdown on the right femoral and placed an iabp. The patient stabilized enough to be transferred to ICU. There were no physician allegations of any edwards devices contributing to any of the events described above. There was no edwards device failure or malfunction difficulty contributing to the procedure/access site complications. It was confirmed this was due to a perclose failure. The patient is doing great, off pressors and off iabp. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).